Event description:
It was reported that the device was not showing any ECG rhythms. There were no further details regarding the specific failure mode or patient involvement.

Manufacturer narrative:
(B)(4). Physio-control anticipates the device return to the manufacturing facility and continues to investigate the reported issue. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The device was not returned to physio-control for analysis/repair as anticipated. Therefore, a conclusive cause of the reported problem could not be determined.